Event description:
It was reported the pt was not receiving effective stimulation. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The pt was advised to leave stimulation off for several days.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.